Event description:
It was reported that (1) lcsc5 was used during an endoscopic radial artery harvest procedure. It was reported by the rep that the lcsc5 active blade broke off inside the pt. The piece was retrieved. There was no consequence to pt.